Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump sustained a crack on the display screen. The customer also reported experiencing high blood glucose for the past 2 days. The customer stated that her blood glucose had been 23.0 mmol/l and treated with 2 units of insulin. The customer's blood glucose was 19.9 mmol/l at the time of the call. She noted that she used cold insulin and was advised against doing so. The caller also reported that the drive support cap was indented. The insulin pump ran a 5.0 unit fill cannula, and insulin exited. The device also passed the self-test.